Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the generator had an e433 error. The event occurred during set up/inspection for use before patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, e4, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that a failure of the high voltage power supply (hvps) board led to the e433 error on the generator. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.